Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was returned to the manufacturer for inspection/evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1806050j power port allegedly failed to infuse. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact. The age, weight and gender of the patient was not provided.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review could not be performed. The device was returned to the manufacturer for evaluation. The investigation is inconclusive for the reported failure to infuse. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1806050j power port allegedly failure to infuse. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact. The age, weight and gender of the patient was not provided.